Event description:
It was reported that the colonovideoscope had black screen. The issue occurred during the inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.